Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had increased impedance and the patient alert sounded. It was also reported that the lead has an apparent fracture. The lead is still in use. No patient complications have been reported as a result of this event.